Event description:
It was reported that the burr became stuck to the wire. A stenosed target lesion was located at severely calcified coronary artery. A 2.15mm rotalink plus and rotawire was selected for use. During the procedure, it was reported that the burr got stuck on the wire during removal attempts. The procedure was completed using the same device. There were no patient complications reported.

Event description:
It was reported that the burr became stuck to the wire. A stenosed target lesion was located at severely calcified coronary artery. A 2.15mm rotalink plus and rotawire was selected for use. During the procedure, it was reported that the burr got stuck on the wire during removal attempts. The procedure was completed using the same device. There were no patient complications reported. Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a rotablator rotalink plus device. The advancer unit and burr unit were received together. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. A test .009 rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported event. No other issues reported.